Event description:
User reported bobbin failure during case, which is considered reportable per spectrum medical's criteria. There was no patient harm.

Manufacturer narrative:
Device was inventory disposed to prevent future clinical use.

Manufacturer narrative:
Device has been returned but root cause determination is pending the completion of an investigation.

Event description:
User reported bobbin failure during case, which is considered reportable per spectrum medical's criteria. There was no patient harm.

Manufacturer narrative:
Device has been returned but root cause determination is pending the completion of an investigation.

Event description:
User reported bobbin failure during case, which is considered reportable per spectrum medical's criteria. There was no patient harm.